Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen was unresponsive and frozen on the unlock screen. The customer locked the screen then unlocked the screen and reported the screen became responsive. The customer's blood glucose was in the 300 mg/dl range.